Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w 4.11e. Retainer ring=clear. P-cap locked in place properly during testing. Insulin pump was successfully downloaded using (thus software) and (crest software). Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Insulin pump was cut open and perform a visual inspection. Moisture damage on pcb1, pcb2, moisture damage on force sensor gold plated traces, corroded battery tube and corrode power board noted during visual inspection force sensor zero offset within specification (23.7mv). During download history review, on (B)(6) 2021 at 11:55:20 through 15:44:08, 20 pump error 63 alarms noted in between those time frames, in download history files. Line number=9926, file number=2002 and variable info=15. Failure isolated to electronic assembly per pump analysis log. In conclusion unit came in with critical pump error alarm and pump error 63 alarm due to moisture damage on electronic assembly. Insulin pump also received with broken battery tube threads, cracked case(battery tube), faded serial number label, cracked retainer, missing display window cover and cracked keypad at select button.